Manufacturer narrative:
The remote service engineer(rse) assessed the device confirming with the device error message "hv capacitor energy low error appearing" indicating that it's the malfunction of capacitor and advised customer to order its replacement. The device remains with the customer, and no additional evaluation is necessary at the moment. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction capacitor. The reported problem was confirmed. The rse determined that the capacitor was replaced in order to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that device failed op check. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.